Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, "left axillary siliconic lymphadenopathy (5)" and a capsular contracture (baker grade I).

Event description:
Healthcare professional reported an intracapsular rupture and "left axillary siliconic lymphadenopathy (5)" and a capsular contracture (baker grade I). At the removal of the device, a large posterior-internal fissure (no trauma) was observed. The device was explanted. This record is for the left side.